Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast reconstruction with 700cc mentor memorygel breast implants and experienced postoperative bilateral capsular contracture (baker grade unknown) and a suspected right-sided rupture. The diagnoses were confirmed by a physician upon examination. As a result, the patient underwent bilateral explantation on (B)(6) 2020 and replaced with 700cc mentor memorygel breast implants (catalog number 3507004bc, left-sided serial number (B)(4), right-sided serial number (B)(4)). This report is for the patient's left-sided device.